Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were unresponsive. A family member stated that the keypad buttons are no longer responsive, and that the keypad button symbols are worn. He confirmed that the keypad is intact; denied exposing the pump to moisture; and stated that the pt wears the pump in a leather case.